Event description:
It was reported that on (B)(6) 2025, immediately following nasotracheal intubation, a leak was identified. The patient was reintubated using oral intubation. No delay in therapy, harm, or injury was reported as a result of this event. Airlife received a single report that referenced 2 different incidents, which were associated with separate units and involved different patients. This is the second of two reports refer to 3004748541-2026-00022 for the first report.

Manufacturer narrative:
The product involved in the report has not been returned for evaluation. The documented UDI is based on the stock/product code provided by the reporter; the UDI-pi is not available as no lot number was provided. All information reasonably known as of 24 jan 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement, and should not be considered to be an admission that an airlife product is defective or caused serious injury.